Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The failure could not be confirmed because the affected device is not available for an investigation. As stated by the maquet field service technician no error was detected when checking the device. The device has been approved for clinical use and released to the user.

Event description:
(B)(4). It was reported, that during a patient treatment a pump malfunction of the rotaflow pump occurred and there was a stoppage of flow. The handcrank was used until the problem resolved. No harm or injury to the patient was reported.